Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor and motor. Successfully downloaded history files and traces using thump. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the history file on 06/27/2023 06:06:00.000 and on 06/27/2023 06:16:00.000 due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched display window cover, scratched case, cracked battery tube threads, cracked case battery tube side, cracked case at the corner of the belt clip rail, faded/stained serial number label, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. There were no unexpected pump errors/alarms noted 1 week prior to the event date 26-jun-2023 in the pump history file on svn 000315933838. However, found pump error 35 on 06/27/2023 in the pump history file. Please see below for the bolus listed on the event date 11-may-2023 in the pump history file (svn 000315766711). On 05/11/2023 00:48:35.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 30000 (3 u). Bolus amount delivered: 30000 (3 u). Please see below for the daily total of all insulin delivered on the event date 26-jun-2023 (svn 000315933838). On 05/12/2023 00:00:00.000 daily totals g670 (63). Daily total collection start time: 05/11/2023 00:00:00.000. Daily total of all insulin delivered: 247000 (24.7 u). Daily total of basal insulin delivered: 217000 (21.7 u). Daily total of bolus insulin delivered: 30000 (3 u). Please see below for the autosuspend alarms listed on the event date 11-may-2023 in the pump history file (svn 000315766711). On 05/11/2023 21:42:00.000 alarm alert notification (40). Fault number: auto suspend (12). On 05/11/2023 21:52:00.000 alarmalertnotification (40). Fault number: auto suspend (12). On 05/11/2023 21:52:00.000 alarm alert notification (40). Fault number: auto suspend (12). Please see below for the user suspended alarms listed on the event date 11-may-2023 in the pump history file (svn 000315766711). On 05/11/2023 21:53:42.000 insulin delivery stopped (30). Reason for insulin delivery suspension: user suspended (2). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 11-may-2023 in the pump history file (svn 000315766711). On 05/09/2023 18:07:00.000 alarm alert notification (40). Faultnumber: no delivery after estimate zero (8) - during basal unable to test for the no delivery alarm/insulin flow block alarm due to critical pump error (open book image) alarm. No delivery after estimate zero alarm unknown. Unable to perform the functional test due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs/dka. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. E/a alarm unspecified confirmed (referencing pump error 35 found on 06/27/2023 in the pump history file.). Unable to upload to carelink confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a pump error 35-¿¿a broken force sensor was detected during seating or regular delivery.¿¿ troubleshooting was performed, explained the pump performs safety checks and an error was found. The customer was reported that the other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per healthcare professional instructions. The insulin pump will be returned for analysis.